Event description:
The customer reported via phone call that the she was entering her carbohydrates into the insulin pump but the numbers kept scrolling. The insulin pump alarmed button error. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, cracked case at the reservoir tube window corner and a stained end cap sticker. The insulin pump communicated properly with the test glucose meter.